Manufacturer narrative:
(B)(4). Concomitant products: boston scientific alliance ii inflation handle. For the two (2) reported events, both devices were returned to cook endoscopy. Our evaluation of the returned devices confirmed the report. The balloon was inflated with a 60 cc syringe and an inflation handle. There was a small stream of water exiting between the balloon and the catheter at the proximal balloon joint. The balloon would not hold pressure. There was evidence of glue present at the balloon joint. The devices had a kink that measured at 55 cm and 53 cm from the distal ends of the proixmal hubs. No part of the balloon was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to balloon material damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user to "apply negative pressure to the catheter" to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: ¿during dilation, do not inflate balloon beyond the maximum indicated inflation pressure.¿ over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that during two (2) esophageal dilation procedures, the physician used a cook hercules 3 stage balloon esophageal. In each case, when the user attempted to increase the pressure gradually, he observed fluid leaking from the catheter from 1 cm near side of the balloon. Therefore, he stopped using the device and it was replaced with same reference product number (rpn) device. These reports were received from the same source on various dates. The events involved patients who experienced no patient consequences.